Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported complaint. However, a root cause could not be determined. Production and quality testing of the attachment was not performed due to the inoperative condition of the attachment. Microscopic evaluation revealed slight to moderate wear and/or debris of the internal components. Also, internal components exhibited a lack of lubrication. This lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew. This could not be tested due to the inoperative condition of the attachment.

Event description:
In this event, it was reported that cap unscrewed from a midwest e handpiece while in use. The reported complaint did not result in an injury or need for intervention.